Event description:
It was reported that a patient underwent a spinal procedure with instrumentation of rods at l3-s1. At an unknown time post-op, follow-up xrays revealed a right-sided cable failure. A revision surgery has not been scheduled at this time. The surgeon is continually monitoring the patient. No other patient complications were reported.

Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.